Manufacturer narrative:
The device was received at the local service facility for investigation. Inspection findings: unable to duplicate reported fault, completed 28 hour soak test, replaced the video / capure card and tested tests: function test. General inspection. Qip hi pot electrical safety test - est108924 passed all tests probable root cause: sk-28 system design use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences or medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences or medical intervention.